Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patent presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. An xtw was placed in a central position on anterior and posterior segments 2 (a2p2). An mr reduction was observed, full leaflet insertion was done and the clip was released. Lateral from the 1st clip a residual jet was noted. It was decided to use a second xtw clip. The xtw clip was positioned lateral a2p2, close to the first clip. Several grasps in this segment were performed, the leaflets were fully inserted, and the clip was closed, but the residual mr jet was not affected. The clip was repositioned a few millimeters more lateral from the first clip. The leaflets were fully inserted and the clip was closed. An increase of mr was observed, due to a ruptured posterior leaflet. The clip was reopened, and the posterior mitral leaflet (pml) was ruptured and a flail as observed too. The clip was repositioned, parallel and close to the first clip to address the ruptured part of the pml. A grasp with full leaflet insertion was completed, and the second xtw was implanted central/lateral onto a2p2. An mr reduction from grade 4 to grade 3 was observed. The procedure was completed. There were no adverse patient sequelae or clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported tissue injury was unable to be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.